Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneous ise (ion selective electrode) patient results on their au5800 clinical chemistry analyzer. The results were not released from the laboratory; thus, no change to patient treatment occurred. There were no reports of calibration or qc (quality control) issues prior to this issue.